Manufacturer narrative:
(B)(4). This occurred on an unknown date in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the second port. This occurred before patient use. It was stated that the second port leaked while priming the lines. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation (primed with what appears to be iron). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed and the device flowed as expected with no leaks observed. During underwater leak testing a leak was observed from the middle y site gland. The reported condition was verified; however, the cause could not be determined (the defective part received from an external supplier). The supplier has been notified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.